Manufacturer narrative:
Evaluation: a visual inspection of the returned prod shows one haptic is bent on the lens. There is clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed the lens without enlarging the incision and inserted another lens. The reporter stated, that the lens was torn during loading.